Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). S/w version 4.11c. Retainer ring =black. Customer returned pump for an alleged failed battery test and replace battery now alarm found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Failed battery test on (B)(6) 2021 at 12:19:55.000 was confirmed in the history files. Low battery alert on (B)(6) 2021 at 12:19:55.000 and power loss alarm on (B)(6) 2021 at 12:38:57.000 was also noted in history files. All alarms were expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube) and cracked case. Failed battery test and replace battery now alarm was not confirmed. Low battery alert and power loss alarm was both expected. Moisture damage was confirmed on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.